Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had increased pain and that the physician was unable to enter or withdraw from the catheter access port. It was also noted the pump's battery was at normal end of life.

Event description:
The pt experienced increased pain. The hcp was unable to withdraw fluid from the catheter access port during a dye study. The pt had surgery. The catheter was sliced. The pump was replaced due to normal end of battery life. The pt recovered without sequelae.